Manufacturer narrative:
Additional narrative: there was no patient involvement. Event date: unknown. Device is an instrument and is not implanted/explanted. (B)(6). Manufacturing location: brandywine assembly. Manufacturing date: march 18, 2005. Part 323.26, lot 4953908: review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint. A product investigation was completed: a visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. This complaint is confirmed. Per the technique guide, the 323.26 2.7mm universal drill guide is an instrument routinely used in the 2.4mm lcp distal radius system. The device was returned and reported to be broken. This condition is confirmed; several components of the 2.0mm side of the drill guide are not attached and were not returned with the complaint. It is likely that eleven years of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition. The device was manufactured in march 2005 and is over eleven years old. The balance of the returned device is in otherwise fairly good condition with only some wear despite its age. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. This complaint condition was likely caused by over eleven years of consistent use and possible rough handling during surgery or sterile processing; however, this complaint is not likely a result of any design or manufacturing related deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reported in the sterile processing department when reprocessing and inspection of the instrument that it was noted that the 2.7 universal drill guide was broken. The end cap that holds the spring would not thread onto the handle portion of the guide, rendering it useless. When the device was being evaluated by the manufacturer, it was noted that several components of the 2.0mm side of the drill guide are not attached and were not returned with the complaint. This is report 1 of 1 for (B)(4).